Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure, the user examined the package and found the tip of the royal flush plus flush catheter was broken. The user changed to another one to continue. The complaint device never made patient contact. The patient did not experience any adverse effects as a result of this event.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, quality control, and a visual inspection of the returned device as well as an inspection of an unused product were conducted during the investigation. The visual inspection of the returned package confirmed that one unused hn5.0-38-100-p-10s-pig royal flush plus flush catheter was returned for investigation. However, the tip of the catheter was not broken as the initial complaint notes. The tip of the device was intact. The device was folded and compressed at the distal end of the strain relief. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed two nonconforming events which could potentially contribute to this failure mode. The first was for tip damage and the second for side port damage. While these two nonconformances appear to be related to the reported failure, it should be noted that the affected units were scrapped and not replaced. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the quality control procedures was conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that this failure was likely caused by the transportation and/or storage of the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.